Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead had dislodged. Noise was also observed on the lead. It was noted that the patient was a twiddler. Patient was stable before, during and after the procedure.